Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 14mar2023. H6: investigation summary: our quality engineer inspected the 1 photo and 11 samples submitted for evaluation. The reported issue of plunger rod broken / damaged was confirmed upon inspection of the samples. The sample photo showed plunger rod damages, which was also seen in all the returned samples. Bd determined that the cause of the failure was related to our manufacturing process. The probable root cause could be due to inadequate machine changeover from 20ml to 50ml production. Improper change over results in poor plunger feeding during the assembly process which will result in plungers getting stuck. The stuck plunger will then be struck by the next incoming plunger and will become damaged from the impact. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported that 11 bd¿ luer-slip syringes had broken plungers. The following information was provided by the initial reporter: "our production has raised an internal ncr regarding broken syringe plungers."

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 11 bd¿ luer-slip syringes had broken plungers. The following information was provided by the initial reporter: "our production has raised an internal ncr regarding broken syringe plungers."